Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) causing inappropriate therapy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.